Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor pod removal, stated that sensor wire remained left behind at insertion site. At the time of the call with dexcom technical support, the international distributor stated that no injuries or medical intervention were reported.